Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a follow-up, two stored egms showed noise on the ventricular channel resulting in capacitor charging. No therapy was delivered. X-ray revealed an insulation break. The lead was explanted at a different hospital.